Event description:
It was reported that myopotential oversensing and far field r-wave oversensing resulting in inappropriate mode switching was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed.